Event description:
As reported by a field clinical specialist (fcs), a patient underwent a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29mm sapien 3 valve in aortic position. Approximately 6 years and 4 months later, the patient underwent a valve in valve (viv) with a 29mm sapien 3 ultra resilia valve inside the pre-existing 29mm sapien 3 valve due to stenosis. Per additional information received from the fcs, the patient expired shortly after the valve in valve. The team had left the room after a successful and uneventful thv in thv. As the staff was transferring the patient to the stretcher, their aicd fired, and subsequently coded with vf arrest. Coronary angiogram showed occluded distal left main artery. The team spent time trying to open the blockage but the plaque kept alternating shifts from the lad to the lcx and after prolonged lucas CPR the decision to call time of death was made. Aspiration catheters and ballooning strategies were employed but ultimately unable to maintain flow through the whole left system. It is still unknown the nature of the plaque, ca+ vs thrombus, etc. No root shot was done at the end of deployment to reduce contrast load and no concern for cad, coronary heights. The cause of death was believed to be organized plaque traveling down the coronary system from the old valve or the patient anatomy. There was no edwards device malfunction that caused or contributed to the patient's death, and no allegation that any edwards devices were deficient. According to the medical record review, this patient presented with abdominal pain, approximately 6 years and 4 months post implant. Workup noted mildly elevated troponin leading to coronary angiogram finding a moderate obtuse marginal lesion. The imaging also indicated severe stenosis of the prosthetic valve. The patient was transferred to another facility. An echocardiogram noted a bioprosthetic valve in the aortic position, severe stenosis of the prosthetic valve, peak gradient of 65mmhg, mean gradient of 37mmhg and a valve area of 0.51cm2. Of note, the ejection fraction was estimated at 25% with severe global lv hypokinesis. A CT angio of the chest abdomen and pelvis was performed for pre tavr measurements. Assessment of the aortic valve was not provided. The patient underwent a viv, only partial procedural details were provided, however; the list of procedures performed noted tavr, cardiopulmonary resuscitation, advanced cardiac life support, selective coronary angiography and balloon angioplasty of the distal left main, proximal left anterior descending and proximal circumflex arteries.

Manufacturer narrative:
A supplemental MDR report is being submitted due to receipt of additional information. Updated b4, b5, b7, g3, g6, h2, h6 type of investigation and investigation conclusions. Corrected h6 device code and h11. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. The exact cause of the event was unable to be determined but may have been related to implant duration, progression of disease, patient factors such as a history of history of aortic stenosis, chronic atrial fibrillation, cardiomyopathy, congestive heart failure, hypertension, renal disease, tobacco abuse, and/or the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. The exact cause of the reported event was unable to be determined but may have been due to patient factors and/or the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist (fcs), a patient underwent a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29mm sapien 3 valve in aortic position. Approximately 6 years and 4 months later, the patient underwent a valve in valve (viv) with a 29mm sapien 3 ultra resilia valve inside the pre-existing 29mm sapien 3 valve due to stenosis. Per additional information received from the fcs, the patient expired shortly after the valve in valve. The team had left the room after a successful and uneventful thv in thv. As the staff was transferring the patient to the stretcher, their aicd fired, and subsequently coded with vf arrest. Coronary angiogram showed occluded distal left main artery. The team spent time trying to open the blockage but the plaque kept alternating shifts from the lad to the lcx and after prolonged lucas CPR the decision to call time of death was made. Aspiration catheters and ballooning strategies were employed but ultimately unable to maintain flow through the whole left system. It is still unknown the nature of the plaque, ca+ vs thrombus, etc. No root shot was done at the end of deployment to reduce contrast load and no concern for cad, coronary heights. The cause of death was believed to be organized plaque traveling down the coronary system from the old valve or the patient anatomy. There was no edwards device malfunction that caused or contributed to the patient's death, and no allegation that any edwards devices were deficient.